Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not be delivering as it was programmed. Blood glucose level at the time of the incident was 500 to 520 mg/dl, which was treated with a manual injection. Customer reported that the cannula was bent. Blood glucose level at the time of the call was 380 mg/dl. Customer also reported that a motor error alarm had occurred. The insulin pump did not show any sign of malfunction during troubleshooting. The insulin pump was not replaced or returned for analysis; the customer was advised that the infusion set would be replaced and agreed to return the product for analysis.